Event description:
It was reported to technical services on 8/28/12 that there is an issue with the shock impedance. It was fine at 64 ohms at implant. The next morning post op of the epicardial implant the shock lead impedance was >125. Tested with isometrics and there was a small amount of noise. The hcp took multiple shock lead impedance measurements. When the pt's arms were above his head the impedance as 7 4 ohms. When he clapped his arms together it was 75 ohms. When he was just sitting there it was > 125. The > 125 shock lead impedance it is possible that there is a connection issue since it is so close to changeout or possible lead fracture since the biotronik rv lead is chronic. Ts discussed the difference between a dedicated bipolar rv lead versus and integrated bipolar rv lead. Ts discussed that it is possible since the rv lead is older that when they placed the l v epicardial and plugged it into the device that one of the hv legs of the rv lead changed or fracture a little. Ts discussed to test other shock configurations to see if you can isolate the problem. The issue maybe on the proximal leg of the lead so if you tested distal coil to can you could get good impedance. So test all configurations while doing isometrics and pocket manipulation to see if you can isolate where the problem is. If you find that the issue is on the proximal coil and you program distal coil to can you may want to do dfts in that configuration to make sure that they can convert with the new shock vector. Ts also discussed that exposure to emi sources like hospital equipment can effect the shock lead integrity test due to the low energy of the test. Ts discussed to eliminate potential emi sources this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).